Event description:
A report was received that the patient was having difficulty charging and connecting the charger with the ipg. The physician confirmed that the battery was placed too deep and had flipped inside the pocket. The patient underwent an ipg revision procedure.